Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204/check te/damaged connector) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the green 3.3v wire was open inside the trunk cable. The cause of the code 204 and check te messages is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and 'check te' messages. Additional information includes that the electrode belt connector was damaged.